Event description:
It was reported that the ventilator has a broken user interface holder. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. Our field service engineer (fse) has been on-site and found the user interface holder was loose, but not broken. When the returned user interface holder was mounted on a reference ventilator it was confirmed to be loose. The root cause were three screws that were not tightened, causing a plastic washer to wear. The cause for how/why the three screws had become loose, could not be determined from this investigation.

Event description:
(B)(4).